Event description:
Pt reported experiencing elevated blood glucose levels sometimes of approx 500 mg/dl, and ketones 2+/3+. Pt stated when she changed the infusion set her blood glucose level was okay. Pt reported she now thinks the infusion device gave no e4 (occlusion) error message and sometimes the device gave no w1 (cartridge low) warning message. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.